Event description:
It was reported that the attachment would not stop running and was overheating during set up for a procedure. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the attachment would not stop running and was overheating during set up for a procedure. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Corrected to indicate that the device will not be returned for evaluation per new information received. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device.